Manufacturer narrative:
(B)(6). The device was manufactured at one of the following manufacturing locations: availmed (B)(4) or baxter healthcare - englewood (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from the infusion port. The bag was filled with chemotherapy drugs. This was detected in the dispensing room before treatment, prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to: the lot was manufactured from august 14, 2019 - august 15, 2019. The device was received for evaluation. The bag was cut at the top left where the customer likely drained the contents. Unaided visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing with tap water was performed which revealed a leak at the spike port cap at the base of the spike port. The reported condition was verified. The cause of the condition could not be determined; however most likely due to inadequate or lack of cyclohexanone applied during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.